Manufacturer narrative:
Intuitive has received the vse instrument associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint. A visual inspection found no damage to the instrument. The housing was removed and there was no damage found. A review of the logs found no related errors. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and cut and sealed without any issues. The instrument was retested and passed on all attempts. The instrument was fully functional. The jaw ceramic dots were present on the grips. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was recognized by the system, but the surgeon was unable to control the device. The procedure was completed with no reported injury.